Event description:
The customer reported that the system would beep, but it would not power on. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was rebooted and the ac power strapping was checked during the service call. The system was tested and found to be working as intended and put back into service.